Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, immediately while applying pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.